Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The delivery system and filter were returned for evaluation. Based on the sample returned, the complaint investigation is confirmed for deployment issues as skiving was found inside the distal tip of the introducer sheath. Images were provided for review and the complaint investigation is confirmed fo partial deployment. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during deployment of a vena cava filter via the femoral vein, all of the filter legs became stuck at the end of the introducer sheath and the filter could not be released from the pusher wire. The filter was released from the sheath and pusher wire with a snare device via the jugular vein, and was removed successfully. Another filter was deployed without incident. There was no reported patient injury.